Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 59 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt has been consistently coming in for follow-up visits. On a recent CT scan the stent graft was found to have migrated distally and there was a type 1 endoleak present. Currently the aortic neck was reported to be short with a 45 degree angulation. The pt was successfully treated with talent and aneurx aortic cuffs. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval: results: (migration, endoleak), (short and angulated aortic neck). Conclusion: (short and angulated aortic neck). (Required secondary intervention).